Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the ac power charge issues could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 129-216 mg/dl.